Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "bad display" was confirmed and reproduced during product evaluation as faulty main display. The root cause of this condition was assigned to defective main display. The main display assembly was replaced to correct this condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.